Event description:
It was reported that a high drain alarm occurred on a homechoice (hc) device during peritoneal dialysis therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) explained the alarm and arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. External and internal inspections were performed and the device passed. The device passed electrical testing. The reported condition was confirmed through an event history log review. The cause was determined to be use error, tidal total ultrafiltration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.